Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation results: visual analysis of the returned device identified: brown particles on the shell, opening extended, underweight and crease fold. A microscopic analysis was performed which identified: one opening sharp on the posterior, more than 3 openings striated and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening. More than 3 striated openings due to surgical damage consist in the use of some surgical tool.